Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the sureform 30 stapler completed 90% of the fire but the customer received a message stating the reload needed to be sized up to complete the last 10%. The user completed the procedure using a backup sureform 30 stapler with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using a white reload and then proceeded to use a blue reload. The white reload was used for vessels and then a blue reload was used because the tissue was too thick. The issue occurred on the first stapler fire. The stapler was able to fire 90% but then failed on the vessel on the dorsal venus column. There was no calcified tissue, no tissue tension, and no tissue bunching. The surgeon fired the stapler, but the tissue was too thick, so the stapler was removed, and a blue reload was used. However, when the customer installed the instrument, there was a message that the instrument was expired. The stapling resulted in malformed staples. There was no exposed blade and no staples missing from the staple line. There were also no holes in the staple line and no reload stuck on the tissue. The surgeon did not experience any obstructions and did not fire over an existing staple line. There was no buttress used, and the surgeon did not experience any clamping issues. There was bleeding observed on the dorsal venus column, but the bleeding was not more than expected. The blood loss was about 50 ml. There was no blood transfusions administered. There was no unplanned tissue removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 30 staple instrument, but failure analysis has not yet been completed. A review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineering. Investigation revealed the following possible related system errors: logs show pn 488530-12, lot u80230830-0136 was the first sureform 30 stapler installed, and it fired one time with a white reload. The firing failed at 96% completion following multiple pauses for compression. A couple minutes after the firing failure, the logs show two instances of error code 282 indicating this specific tool was out of uses. Subsequently, pn 488530-12, lot u80230830-0137 was installed, and it fired one blue reload. Firing was completed per the logs with no pauses for compression. The logs show various instances of error 31087 indicating universal surgical manipulator (usm) 4 failed to access radio frequency identifier device (rfid) data on instrument/scope. Both sureform 30 staplers were installed on usm 4.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint of a partial fire. Failure analysis found the instrument to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test sheet using two in-house white reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Manufacturer narrative:
Corrected data: g3 has been corrected from "04-dec-2024" to "02-dec-2024" on 02-dec-2024 additional information from the site stating the 50ml blood loss was addressed with clips.